Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were returned for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: specified control target range 2.7-3.3 inr. Results: qc 1 = 3.0 inr. Qc 2 = 3.0 inr. Qc 3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with specifications. This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The patient stated the issue started when using a new vial of test strip lot number 40963812. A sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 3.18 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 4.3 inr. The patient's therapeutic range is 3 - 4 inr.